Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to atrial fibrillation and palpitations.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to atrial fibrillation and palpitations. It was reported that the patient had a history of arrhythmia prior to implantation. The arrhythmia did not result in clinical compromise. An electrocardiogram (EKG) was performed which indicated a normal sinus rhythm with no diminished ventricular assist device (vad) flow found. The arrhythmia was not thought to be device related. One event of paroxysmal atrial fibrillation was found on (B)(6) 2021 but the patient got back to sinus rhythm. The patient was discharged on (B)(6) 2021 and prescribed amiodarone 200 mg once a day by mouth. If the paroxysmal atrial fibrillation resisted till 6 weeks radiofrequency catheter ablation would be considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2021 due to atrial fibrillation and palpitations. It was reported that the patient had a history of arrhythmia prior to implantation and the arrhythmia did not result in clinical compromise. An electrocardiogram (EKG) was performed which indicated a normal sinus rhythm with no diminished ventricular assist device (vad) flow found. The arrhythmia was not thought to be device related. On (B)(6) 2021, the patient had one event of paroxysmal atrial fibrillation and was discharged in stable condition. The patient was prescribed antiarrhythmic medication, and radiofrequency catheter ablation would be considered if the paroxysmal atrial fibrillation persisted for 6 weeks. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 lvas instruction for use (IFU) section 1, ¿introduction¿, of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.